Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power supply was replaced to resolve the issue.

Event description:
The hospital reported the ventilator shut down during a case and switched to battery power. The unit did not run on battery. The unit was replaced and case resumed. The unit alarmed appropriately. There was no patient injury.